Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient was presented with stent thrombosis. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 3.00x38 synergy drug-eluting stent was attempted to advance to perform anchor balloon technique; however, strong resistance was encountered in the guide catheter. When the device was removed from the patient, the stent was found to be mounted but lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal struts were damaged; distorted and stretched and lifted. The undamaged proximal stent od (outer diameter) was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient was presented with stent thrombosis. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). A 3.00x38 synergy¿ drug-eluting stent was attempted to advance to perform anchor balloon technique; however, strong resistance was encountered in the guide catheter. When the device was removed from the patient, the stent was found to be mounted but lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.